Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer stated that the universal surgical manipulator (usm3) had an issue with the endoscope, and they were able to move the camera on the insertion axis, into the patient; however, they were unable to move the camera away from the patient. The customer undocked the robot and re-draped the usm, which did not resolve the issue and encountered errors. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) to resolve the non-intuitive motion issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 26015 was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp), where all relevant testing was passed within specification. Once testing was completed, the insertion search light was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. The probable root cause may be attributed to the insertion search light pca in the usm. This issue can be resolved by replacing the usm.